Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display screen, lcd cable and internal battery were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator's display was blank and would not power on. The device was not in patient use.